Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) does not read pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2 additional information: event postal code: (B)(6) a getinge field service engineer (fse) checked machine and downloaded logs, performed fault finding, tests and operational tests with iabp trainer simulator, no abnormalities found. Operational tests carried out with positive results. The fault did not cause any damage/inconvenience to operators/patients or delays in procedures. No parts replaced, the problem was the cable.

Event description:
N/a.